Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. In 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Event per pfs: event injury nos replaced with pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. In 2005, the patient had essure inserted. In 2007, the patient experienced abdominal pain lower ("lower abdominal pain from the left to right"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual cycles worsened") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure, hysterectomy (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, weight increased, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: 2006 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events weight gain, lower abdominal pain from the left to right and heavy menstrual cycles worsened were added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. In 2005, the patient had essure inserted. In 2007, the patient experienced abdominal pain lower ("lower abdominal pain from the left to right"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual cycles worsened") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure, hysterectomy (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, weight increased, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: 2006 (discrepancy noted). (B)(6) 2006(discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc (product technical complaint). On 6-jul-2020: plaintiff fact sheet received. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.